Manufacturer narrative:
Pump passed the sleep current measurement, active current measurement, and displacement test. Pump trace download analysis confirmed the pump alarmed power error and low battery. The power management tool confirmed pump error and low battery alarms were triggered when the loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6 /pcb 1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. No unexpected replace battery now alarms, or low battery alarms noted during testing.

Event description:
The customer reported via phone call that the insulin pump had issues with low battery. The customer's blood glucose was 200 mg/dl at the time of incident. Troubleshooting was performed and the customer was advised that the insulin pump needed to be replaced. The insulin pump was returned for analysis.